Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut during a procedure. It was not known if the aspiration was functioning. The product was replaced with another and the procedure was completed with no harm to the patient, additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector in a zip top bag for the report of cutter did not cut. The sample was visually inspected and was found non-conforming with sticky foreign matter on the outer diameter of the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was conforming for aspiration and was found non-conforming for actuation and cut. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, the cutting edge, and several other locations along the inner cutter. An o-ring was visible through the vent hole, an o-ring in the rear housing was observed to be pinched, and three o-rings were present in the engine assembly. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (shell and needle) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The evaluation confirmed that the probe had a cut issue. The evaluation also indicated that the probe had an actuation issue. The most likely root cause for the cut and actuation non-conformances is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. The evaluation also confirmed that there were three o-rings present in the rear housing and one of the o-rigns was pinched, which is non-conforming; there should only be two o-rings present. The probe was retested for actuation after removal of the outer needle and was able to actuate with the presence of the extra o-ring and the pinched o-ring. The impact of the extra o-ring and the pinched o-ring could not be determined since the probe functioned at time of assembly and after removal of the outer needle. No specific action with regard to the observed cut and actuation non-conformances was taken by the manufacturing site because the exact root cause for the cut issue cannot be determined from this evaluation. An internal CAPA investigation was completed and additional process controls are being implemented within the manufacturing process to minimize the potential for the placement of the extra o-ring in the probe engine rear housing. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).